Event description:
Health care professional (hcp) reports a pt was placed on the CT 190g dialyzer and baxter 550 hemodialysis device to perform the hemodialysis treatment. The target weight removal was set a 2 kg over 4 hrs. The health care professional rec'd multiple alarms on the hemodialysis device noting that the "tmp" was fluctuating outside the set parameters. The health care professional then reports she rec'd a fl-08 alarm on the hemodialysis device 1/2 hr into the pt's 4 hr treatment. The health care professional stopped this alarm by disengaging the ultrafiltrate controller and proceeded to perform the treatment by manually calculating the "tmp" at 20. Two hrs into the pt treatment the pt complained of shortness of breath, wheezing, puffy eyes and a full stomach sensation. The health care professional reported that it was believed that the pt was having an allergic reaction to the dialyzer and the pt was removed from the treatment, emergency rescue was called and benadryl 50 mg IV was administered at this time. The benadryl did not relieve the pt symptoms. The pt was admitted to the hosp where it was noted that the pt was 5 kg over dry weight. Dialysis was initiated to remove the excess fluid. The pt is fully recovered at this time. The same hemodialysis device was used on a different pt following this reported incident without difficulty.